Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Post-implant the patient required temporary right ventricular support with an unspecified device. The surgeon reported that he suspected there was thrombus in the left ventricle that migrated into the pump and the patient required a pump exchange on (B)(6) 2015. The patient¿s symptoms and pump parameters were not provided. The surgeon reported that the event was due to the patient¿s condition and not due to the pump. The patient was unable to be weaned from the right ventricular support, was reported to be "too sick", and his condition subsequently deteriorated. The patient expired on (B)(6) 2015 with a reported cause of death of multi-system organ failure. An autopsy was not performed.

Manufacturer narrative:
No device-related issues were found during the evaluation of the returned pump. A specific cause for the reported ventricular clot and right heart failure as well as a correlation with the evaluation finding of the device could not be conclusively determined. The instructions for use lists peripheral thromboembolic event, device thrombosis, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The pump was returned for evaluation. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outlet elbow was returned attached to the pump's outlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device: 17 days. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.